Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced intermittent low blood glucose readings after meals while using the ilet bionic pancreas, with the pump alerting for lows and a documented reading of 53 mg/dl that increased to 95 mg/dl after oral glucose; the user wears a freestyle libre 3 plus sensor and was advised to verify lows with a fingerstick to avoid overtreatment. Symptoms included hypoglycemia. Outcomes included no health consequences or impact. Troubleshooting and education were completed via communication and analysis of user-provided information. Investigation included communication and interviews and analysis of the information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a device problem and insufficient information regarding any specific device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.